Event description:
It was reported that the patient presented at the hospital after not feeling well. It was discovered that the patient's implantable cardioverter defibrillator could not be interrogated, even with multiple programmers. Previous session records were reviewed, and it was noted that the device had properly discharged for multiple ventricular tachycardia and fibrillation events on (B)(6) 2018. Additionally, an anomalous battery voltage was recorded on (B)(6) 2018. Premature depletion of the device could not be ruled out. The device was removed and replaced on (B)(6) 2018 and the patient was stable.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.